Event description:
It was reported that after a percutaneous transluminal coronary angioplasty procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, an anterior cuff miss occurred. After retracting the foot, it was not possible to pull back the device for removal. The lever was cycled opened and closed and the device was lightly twisted, but the device remained blocked and could not be removed. After several attempts to pull back the device, each time with increasing force, the device was able to be removed. Due to the foot being only partially closed, a hematoma the size of an egg developed, which was initially treated by applying a non-abbott compression assist device for two hours. However, the hematoma continued to get larger. A non-abbott compression assist device was applied for two additional hours and finally a surgical cut-down was performed to close the artery. Hospitalization was extended due to the product experience. A significant clinical delay was reported in the procedure. The physician was reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported anterior needle-to-cuff miss and difficulty removing the device due to a foot retraction issue was confirmed as evidenced by the anterior cuff remaining in the anterior foot pocket. The foot was intact but dislodged out of the guide indicating that the device might have been difficult to remove from the anatomy. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4): reportedly the proglide device lever was cycled opened and closed, the device was lightly twisted, and with increasing force the device was able to be removed. The proglide device instructions for use states under the precautions section do not advance the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.